Manufacturer narrative:
(B)(4).

Event description:
Noise was reported on this lead. Technical services advised physician to evaluate the lead. No adverse patient events were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.